Manufacturer narrative:
Na

Event description:
The user facility reports, one incident air in the extracorporeal circuit. The patient's blood was not returned resulting in ebl = 300cc. The venous portion of the line was returned to this MFR. Evaluation of the sample indicated no defects and no leaks. The reported issue could not be replicated. This MDR is filed for blood loss only. No patient injury or need for medical intervention is reported.